Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The pod data showed no errors that would indicate any issues with insulin delivery. Inspection of the patient history buffer (phb) data found that the algorithm functioned as expected with respect to the estimated glucose values (egv) from the continuous glucose monitor (cgm). During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. No fluid ingress was observed on internal components. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage led to the reported event. Therefore, the cause of the reported leaking during wear and fluid observed inside the pod events could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.2 cgm sensor type: g7

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for longer than 48 hours. The patient reports the pod was leaking and they had observed insulin in the pod.